Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files indicated that the pdu (power distribution unit) reported an error ¿control module power not ok¿ and the system did not start. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the that the power supply unit(psu) fuse was blown within the power distribution unit (pdu) fan tray and direct current power supply (dcps) causing the system from booting up. Fse replaced the fan and power tray which resolved the issue. The defective pdu fantray and dcps was returned for analysis and part analysis indicated that the root cause of the failure was defective 24-volt power supply component of the pdu fantray and dcps. After replacement of pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.